Event description:
A talent abdominal stent graft was implanted in a patient for the endovascular treatment of a 5.5 cm abdominal aortic aneurysm in 2000. Vessel morphology at the time of implant is unknown. It was noted that at some time post-implant, the patient underwent coil embolization for the elimination of type ii endoleaks. It was also reported that a strut fracture of the stent graft and a distal migration of 3 cm, which resulted in a type I endoleak, were noted. The physician elected to implant a bifurcated stent graft from another manufacturer, to intervene for the migration and endoleak. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention. Strut fracture. Evaluation: results: type ii endoleaks. Endoleak, graft migration. Cause of strut fracture and migration unknown; lot and catalog numbers unknown). Evaluation: conclusion: type ii endoleaks. Cause of strut fracture and migration unknown; lot and catalog numbers unknown.